Event description:
It was reported that, with use of the device, the size of the ear probe was too big, proved difficult to position properly, and the readings were very erratic. No patient injury was reported.

Manufacturer narrative:
The device and ear probes were received for evaluation. Visual and functional testing were performed: the device was in good condition with no physical damage or defects noted; the reported erratic reading was confirmed and isolated to the ear probes. The oximeter was found to be operating as intended and acquired readings accurately within specifications when tested on a 4086 multiparameter simulator and when finger sensors were used. The root cause of the reported issue was found to be a supplier issue. Malfunctioning ear probes as a result of detector sensitivity to noises and causing erratic readings. The failure resulted from malfunctioning accessories (ear probes) shipped with the monitor. A device history record (DHR) review is not applicable because the manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. Additional information has been requested from the supplier. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).